Event description:
Flare up at surgical site. Surgeon stated a burning of the insulation on the tip of the cautery device. No thermal injury. Dates of use: (B)(6)2010. Diagnosis or reason for use: nasal cautery.

Event description:
Caller reported 240 mg/dl on the advantage meter and then 1-2 minutes later 119 mg/dl on her aviva meter. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).